Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: articular surface fixed bearing cruciate retaining (cr) right 14 mm height: catalog#: 42521000514, lot#: 63455026; tibia cemented 5 degree stemmed right size e: catalog#: 42532007102, lot#: 63947833; all poly patella cemented 32 mm diameter: catalog#: 42540000032, lot#: 64129910; optipac-s 60 refob bn cmt r: catalog#: 4711500396-1, lot#: a746d06425. Foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-00595. Arthrofibrosis is defined as a complication of injury or trauma where an excessive scar tissue response leads to painful restriction of joint motion, with scar tissue forming within the joint and surrounding soft tissue spaces and persisting despite rehabilitation exercises and stretches. A manipulation of the joint is needed to loosen the scar tissue to regain range of motion. The necessary intervention is a non-invasive technique performed for treating stiffness and poor range of motion following total joint replacement. There is no product involvement and performed due to scar tissue only.

Event description:
It was reported via a clinical study that a study patient underwent a primary total knee arthroplasty. Approximately three months post-implantation the patient underwent a closed brisement procedure due to a loss in range of motion. Attempts have been made and no further information has been provided.